Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer;s blood glucose level was not impacted. The customer stated that the type of infusion set will be discusses with the health care provider and declined to troubleshoot with tandem technical support to determine a possible cause of the occlusion.